Event description:
Voluntary medwatch received via us mail reported: tandem insulin pump battery died overnight while I was asleep. I woke up in ketoacidosis with keytone level "small to moderate" per keytone test strips, causing vomiting. On (B)(6) 2024, I have received an email documenting an issue with the app that has caused the pump battery to die without warning. I was sure the battery was mostly or fully charged before bed.

Manufacturer narrative:
Related report number # mw5158424. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.